Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their blood glucose level was 150mg/dl, and their sensor reading was 57mg/dl. The difference was found to not be within the acceptable range. The customer states their levels had gone as high as 411mg/dl. The customer states they had issues with calibration. The customer was advised calibration would not be done with high levels. The customer was advised to restart their sensor in the morning. The customer was advised to calibrate when levels were stable.